Event description:
It was reported to boston scientific corporation in late 2005 that a wallflex enteral colonic stent was used during an enteral metal stent insertion procedure performed on a female the same day (patient weight is unknown). According to the complainant, the wallflex enteral colonic stent "would not reconstrain post deployment. This may have caused the delivery system to grab a stent flange upon removal of the deployment system and dislodge the implanted device." It was also indicated that the patient's anatomy was tortous and significant resistance was encountered. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to the patient. Dislodged according to the complainant, the suspect device is implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.